Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5304-bns because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the autoclave (extension set) is disconnecting during use leading to blood and chemo meds leaking onto patients. The tubing is also very rigid and is hard to secure to the patient. Complaint stated: ¿we¿ve identified a recurring issue with the autoclave tubing set: the connection point is not securely fastened, and the attachment tubing is extremely stiff and difficult for nursing staff to maneuver. This design flaw poses a significant safety concern. I've had a few times where the hubs are completely off the tubing when taking out of the package.